Manufacturer narrative:
Date of event was reported as (B)(6) of 2015.

Event description:
Information received from the patient reported that the "setting are not correct" because the stimulation from their implantable neurostimulator (ins) was "not responding as it did" and was not helping with their pain. The issue was occurring intermittently and was noted as sudden in onset. The patient also reported that they were charging too frequently and that the ins would not hold a charge. They had not recently been reprogrammed or had switched to a new group related to this issue. The patient also did not have any previous overdischarge (od) events or any falls/trauma related to the charging issue. It was noted that the patient charged their ins to 100% full and in 15-20 minutes it was empty. The patient mentioned that they have had weight loss and was not sure if this was a cause or was contributing to the issues. The patient current did not have a healthcare professional (hcp) for follow up and physicians listings were provided to them. The indication for use for the implanted device was noted complex regional pain syndrome type I. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they stopped using their device due to inconsistent impulses that would go down their lower spine and into their leg/foot. The patient further stated that their device wouldn't hold a charge and that the battery was at their belt height and would rub against the belt. The patient mentioned that they contacted the manufacturer but couldn't afford to get their device removed at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.